Event description:
A report was received stating after 7 days in use, during a routine cuff check the cuff was found to need inflation. Clinician was unable to infuse cuff with air and was also not able to deflate the cuff. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.